Event description:
Nellcor puritan bennett received a report that following a speaker upgrade, the unit did not provide an audible alarm. The failure was isolated to the main pcb. There was no patient harm reported.

Manufacturer narrative:
The failure was isolated to the main pcb.